Event description:
It was reported that the patient underwent a lumbar posterior fusion without interbody performed by dr on (B)(6) 2013. The procedure went as expected but information provided to the sales representative indicates that the patient was non-compliant and left the hospital against medical advisement. Subsequently, the patient complained of pain and radiographs performed during a follow-up appointment on (B)(6) 2013, identified both screws located in s1 are fractured. Revision is required but has not been reported to have been performed at the time of this report.

Manufacturer narrative:
Investigation is in process. A follow-up medwatch report will be submitted upon completion.